Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-11952, related manufacturer reference number: 2017865-2022-11954. It was reported that the patient suffered syncope. The physician elected to explant and replace the pacemaker, rv and ra leads. The patient was recovering after the procedure.

Manufacturer narrative:
The reported event was patient experienced syncope. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.